Event description:
Arrived in one box that was really too small for the device. Flaps of box were taped and glued down. Sterile packaging barrier was compromised as receiving tried to open the box with a box cutter.

Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. According to the complaint information contained in this file, "sterile packaging barrier was compromised as receiving tried to open the box with a box cutter." Gross and microscopic examination shows the tyvek lid stock has been compromised. The lid stock has been inadvertently cut by a knife or some other sharp implement during the handling of the tray. All bas products must meet stringent sterility and pyrogenicity testing requirements before they are released to distribution. The manufacturer maintains a validated sterilization cycle that ensures this product was sterile and non-pyrogenic upon customer receipt, so long as the integrity of the manufacturer's sterile seal has not been compromised. A lot history review (lhr) of rexa1820 showed no other similar product complaint(s) from this lot number.